Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3057, lot # unknown, product type screening device.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there was no obvious cause for the lead migration. The patient moved on to the permanent implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
The other applicable components are: product ID: 3057, lot# unknown, product type: screening device.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that there was lead migration. The patient was not feeling stimulation at the maximum setting on the left side. They switched to the right side, where they were feeling stimulation. It was noted that the issue was not resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3057, product type screening device.

Event description:
Additional information was received from a con via a rep. It was reported that the patient's symptoms were worse than before starting the evaluation.